Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The instrument was found to have charring and localized melting on the bipolar yaw pulley due to potential arcing from the dislodged conductor wire. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument passed electrical continuity test. The instrument was placed and driven on an in-house system. The instrument failed the energy delivery test. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.